Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated implant date. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of pain and stenosis are listed in the supera instructions for use as a known patient effect of peripheral stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that one supera stent was implanted in the distal superficial femoral artery to the proximal popliteal artery in the beginning of (B)(6) 2016. The patient had leg pain and in-stent restenosis on (B)(6) 2016. Angioplasty was performed with a balloon dilatation catheter and a covered stent was implanted inside the supera stent. The leg pain resolved. There was no adverse patient sequela. No additional information was provided.